Manufacturer narrative:
Additional information: this event was revisited, and was determined that the event experienced does not contribute to a serious injury or harm to the patient and does not have the potential to cause or contribute to serious injury or death if this failure were to recur. In addition, it did not require medical intervention to preclude damage to a body structure or function. This event was re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during a procedure, when the endobutton attached to the graft was inserted into the femoral, and surgeon pulled thread, ultrabraid x5 was broken. Backup device was available to complete the procedure. No significant delay or patient injuries were reported.